Event description:
Feels pinching if she turns her left foot a certain way [pain]. Difficulty walking [gait disturbance]. Swelling groin to toes [oedema peripheral]. Left knee pain [arthralgia]. Case description: spontaneous report was received on (B)(4) 2011 from a consumer regarding a (B)(6) female pt, initials a-b, with osteoarthritis. The pt's medical history is significant for previous treatment with synvisc in 2010. On (B)(6) 2011, the pt initiated synvisc 2ml 1x/week in the left knee. On an unspecified date after the first injection, the pt experienced left knee pain, leg swelling from the groin to the toes, and difficulty walking for several days. The events required treatment with ice. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of the left knee pain, leg swelling, and difficult walking was not assessed. The pt's outcome was recovered. Additional info was received on (B)(4) 2011 in the form of an investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals response for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(4) 2011 from the consumer. In addition to the events mentioned in the initial report, on an unspecified date, the pt began to experience a pinching feeling if she turned her left foot a certain way. On an unspecified date, the events required treatment with a shot of medication in the knee (the name of the medication was unk). The pt's outcome for the event of pinching feeling if she turns her foot a certain way was reported as not yet recovered. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.